Manufacturer narrative:
No device was returned for evaluation as it remains in-situ, no radiographs or images provided so the complaint could not be confirmed. No material or lot number provided. The patient postoperative physical activity is unknown. Review of the reported event identified the patient is suffering from radiculopathy, osteolysis and vertebral inflammation from wear debri with no evidence to confirm. Review of similar complaints notes infection, implant selection and placement, poor bone quality, postoperative excessive physical activity and implant failure as likely cause or contributors. No additional investigation can be completed ,should a revision take place and more information received an additional report will be completed. Labeling review: "contraindications simplify® cervical artificial disc should not be implanted in patients with the following conditions: an active systemic infection or an infection at the operative site. Osteoporosis or osteopenia defined as dexa bone mineral density t-score less than -1.5. Known allergy to the implant materials (peek, ceramic, titanium). Marked cervical instability on neutral lateral or flexion/extension radiographs (e.g., radiographic signs of subluxation > 3.0mm or angulation of the disc space more than 11° greater than adjacent segments). Significant cervical anatomical deformity at the index levels or clinically compromised cervical vertebral bodies at the index levels due to current or past trauma (e.g., by radiographic appearance of fracture callus, malunion,or nonunion) or disease (e.g., ankylosing spondylitis, rheumatoid arthritis)." "Warnings simplify® cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify® cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify® cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify® cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify® cervical artificial disc surgical technique guide..." "Precautions the safety and effectiveness of the simplify® cervical artificial disc has not been established in patients with the following conditions: previous surgery at the level to be treated. More than one neck surgery via anterior approach..." "Preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all co-morbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information,the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert(see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify® cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery. Preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available. The simplify® cervical artificial disc is intended to be used with the simplify® cervical artificial disc instrument set. The simplify® cervical artificial disc instruments are reusable, supplied non-sterile and must be sterilized in accordance with the recommended cleaning and sterilization procedures prior to use. The simplify® cervical artificial disc is supplied sterile. It is not intended to be re-sterilized. Do not use if sterility is compromised..." "Intraoperative: use aseptic technique when removing simplify®cervical artificial disc from the innermost packaging.carefully inspect each device and its packaging for any signs of damage, including damage to the sterile barrier. Do not use the simplify® cervical artificial disc if the packaging is damaged or if the implant shows signs of damage. Ensure simplify® cervical artificial disc does not come into contact with hard objects that may damage the implant and render the implant functionally unreliable. Visual inspection of the prosthesis is recommended prior to implanting the device. If any part of the device appears damaged or not fully assembled, do not use. Take care not to over-distract the disc space. Excessive removal of endplate cortical bone may result in sub-optimal outcomes. Surgical implants must never be re-used or re-implanted. Even though the device appears undamaged, it may have small defects and internal stress patterns that may lead to early breakage. Simplify® cervical artificial disc must not be used with instruments of spinal systems from other manufacturers." "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months. Potential adverse effects of device on health below is a list of the potential adverse effects (e.g., complications) identified from the simplify® cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify® cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects." "General surgery risks general surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic.." "Anterior cervical surgery risks anterior cervical surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic. Need for supplemental fixation. Spinal instability..." "Cervical artificial disc risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to: infection/abscess/cyst, localized or systemic. Allergic reaction to the implant materials. Implant failure...device subsidence. Device fatigue or fracture or breakage. Device instability improper device sizing. Excessive device height loss. Wear debris. Disc space collapse. Material degradation...vertebral body fracture. Spinal cord damage...additional surgery due to loss of fixation, infection or injury...development of spinal conditions, including but not limited to spinal stenosis, spondylolisthesis, or retrolisthesis. Removal, revision, reoperation or supplemental fixation of the disc. Osteolysis, bone loss, or bone resorption..."

Event description:
This complaint was created from a review of the simplify medical 2 (sm2) clinical study where it was reported that a study patient underwent a two-level cervical total disc replacement procedure on (B)(6) 2018 at c5/6 and c6/7 without a reported issue. On (B)(6) 2024 during a routine 72 month follow up the patient reported cervical radiculopathy and radiographs identified osteolysis or vertebral inflammation related to wear debris at c5/6 and c6/7 index levels, a revision is being planned. The patient will continue to be monitored. (2 of 2) c6/7